Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient recently had a pump implanted and had been admitted to the hospital for an unspecified reason. The patient died. No further details or patient symptoms were provided at the time of this report. It was stated that the pump contained baclofen. It was not known whether the medication was compounded baclofen.